Manufacturer narrative:
The initial MDR, 1219913-2021-00454, was filed on (b0(6) 2021. MDR 1219913-2021-00454 supplemental 1 was filed on (b0(6) 2021 additional information - (B)(6) 2022. An outside the united states (ous) customer reported immulite 2000/xpi hcg a non-reproducible patient result. The initial patient result was higher than clinically expected and repeat of the same sample on the same system is lower and in alignment with clinical expectation. This customer has not reported any concerns with immulite 2000/xpi hcg adjustment and/or quality control (qc) performance. Review of instrument files does not indicate that the instrument is the cause of the nonreproducible patient result. Siemens continues to investigate.

Manufacturer narrative:
The customer contacted the customer care center (ccc) and reported a discordant, high initial result on a patient sample using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. Quality controls were acceptable prior to the event. A siemens technical application specialist (tas) retrieved the spyfiles, maindata, daily events and errorlog and they are under review. Siemens healthcare diagnostics is investigating the cause of the event. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings."

Event description:
A customer observed an initial high result (20.7 miu/ml) on a patient sample using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. The sample was retested on the same instrument (s/n: (B)(4)) on the same day, generating lower results ( <1 miu/ml and <1 miu/ml). The initial result was not reported to the physician. The result of <1 miu/ml was reported to the physician, as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, hcg result.

Manufacturer narrative:
The initial MDR, 1219913-2021-00454, was filed on 29 september 2021, MDR 1219913-2021-00454 supplemental 1 was filed on 11 november 2021 and MDR 1219913-2021-00454 supplemental 2 was filed on 22 february 2022. February 22, 2022 - additional information. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. In section h6, type of investigation, investigation finding, and investigation conclusion codes were updated based on additional information. Section h7 was updated to reflect a recall and section h9 was updated to include the correction/ removal reporting number.

Manufacturer narrative:
The initial MDR, 1219913-2021-00454, was filed on september 29, 2021. Additional information - october 21, 2021. D4: lot number and expiration date. This information has been updated in d4. D8: the instrument is not serviced by a third-party. This information has been updated in d8. E1: siemens has been informed of the initial reporter information. This information has been updated in e1. H4: device manufacture date. This information has been updated in h4. Additionally, siemens was notified that the sample was a serum sample from a vacutainer with a gel barrier. The sample was centrifuged at 2200g/10 min using a hettich rotixa 50rs. The sample was not recentrifuged before repeat testing. All three replicates were from the same tube. Quality control (qc) was in range the day of the event. The customer runs 20 to 30 samples a week on this analyzer for this assay. The customer has verified precision on this analyzer. Siemens continues to investigate.